Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder for a drainage procedure that was performed on (B)(6) 2025. During the procedure, the axios stent first flange did not unfold. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event.